Event description:
Information was received from clinical study, healthcare provider (hcp) via a manufacturer representative regarding a patient with clinical ID (B)(6), study ID (B)(6) and sub event 001. It was reported that, there was fracture of the l5 pedicle screws at the shaft. It was unknown if there was revision surgery to explant the fractured screws. The screws were implanted at l4-l5 and the screws at l5 were fractured. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.